Event description:
This report summarizes four malfunctions. A review of the reported information indicated that model md800f vena cava filter allegedly tilted at some time post deployment. This information was received from various sources. The alleged malfunctions each involved a patient with no known impact to the patient. Of the reported patients, age, weight, and gender were not provided for two; one was reported to be a 47-year-old female whose weight was not reported and one was reported to be a female weighing 145kg whose age was not reported.

Manufacturer narrative:
H10: for the 4 malfunctions, 2 lot numbers were provided and the lot history reviews were performed. The devices have not been returned for evaluation for any of the malfunctions; however, medical records were provided and reviewed for two malfunctions. Malposition of device (tilt) was confirmed for one malfunction in which medical records were provided. The remaining three malfunctions led to an inconclusive results based on the available information. The definitive root cause is unknown. The devices are labeled for single use. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes four malfunctions. A review of the reported information indicated that model md800f vena cava filter allegedly tilted. This information was received from various sources. The alleged malfunctions each involved a patient with no known impact to the patient. Three patients were reported as female. Two were reported to be 47 - 64 years old and one was reported to weigh 145kgs. All other patient information was not provided.

Manufacturer narrative:
H10: for the 4 malfunctions, 2 lot numbers were provided and the lot history reviews were performed. The devices have not been returned for evaluation for any of the malfunctions; however, medical records were provided and reviewed for three malfunctions. One malfunction is confirmed for tilt. One malfunction is confirmed for perforation and unconfirmed for tilt. The last malfunction with medical records provided is inconclusive for tilt. The final malfunction is inconclusive for tilt as no objective evidence has been provided to confirm any alleged deficiency with the device. Based upon the available information, the definitive root cause is unknown. The devices are labeled for single use. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H10: for the 4 reported malfunctions, the lot number was provided for 3 and the lot lot history reviews were performed. The devices have not been returned for evaluation for any of the malfunctions; however, medical records were provided and reviewed for all four malfunctions. Investigation of the medical records confirmed tilt for one but unconfirmed for the other three malfunctions. Based on the available information, the definitive root cause is unknown. The devices are labeled for single use. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes four malfunctions. A review of the reported information indicated that model md800f vena cava filter allegedly tilted. This information was received from various sources. The alleged malfunctions each involved a patient with no known impact to the patient. Of the four patients three were reported to be female and one male. Two females were reported to be 47 - 64 years of age. One female was reported to weigh 145 kgs, the details of the rest of the details were unknown.

Manufacturer narrative:
The devices have not been returned for evaluation; medical records were provided and reviewed for one device. Approximately four years post deployment, CT scan revealed that the filter was posteriorly displaced with the filter tip abutting or embedded in the posterior wall of the inferior vena cava. Therefore, the investigation is confirmed filter tilt. Based upon the available information, the definitive root cause is unknown. The devices are labeled for single use.

Event description:
This report summarizes four malfunctions. A review of the reported information indicated that model md800f vena cava filter allegedly tilted at some time post deployment. This information was received from various sources. The alleged malfunctions each involved a patient with no known impact to the patient. Of the reported patients, age, weight, and gender were not provided for two; one was reported to be a (B)(6) year old female whose weight was not reported and one was reported to be a female weighing (B)(6) whose age was not reported.